Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that the receiver initialized without a manual restart on (B)(6) 2017. There was no report injury or medical intervention. No additional patient or event information is available. Data was received but does not reflect the product at fault.